Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon burst. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was stable.